Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was unable to implant. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies.